Event description:
Technician alleged that the head of the bed drifts down slowly on its own. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.